Event description:
It was reported that the image on the 9800 system goes black then white, then exposures are allowed to continue. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. Removed the bartow contrast / brightness error, cleaned and re-vapor proofed the high voltage connections, replaced the generator interface battery and adjusted voltages. The system was tested and found to be working as intended and placed back into service.